Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for fecal incontinence and gastrointestinal/pelvic floor reported that the trial helped with her symptoms, but since the implantable neurostimulator (ins) was implanted, she never had relief. Right after implant, she couldn't bend or twist her back. Symptom control was not 50 percent or better. When she increased stimulation she could feel it initially, but then didn't feel it afterwards. There were other activities that could be related to her issues. After implant, the patient wasn't told to restrict her activities. On (B)(6) 2015, she went dancing, hurt her back, and also heard a pop. She had an eight-hour drive and had an "exuberant night with a guy" afterwards. The patient had a loss or change of therapy and a return of symptoms on (B)(6) 2015. It wasn't working at all, but it said that everything was working, it was stimulating, and she felt stimulation. There were no traumas or falls that could be related to the issue. The patient was going to the bathroom constantly and was having accidents. She had tried switching the program from 1 to 4 and increased stimulation from 3.0 to 3.3, but it wasn't working and now she had it turned up to 4.0 volts. The patient had tried programs 1 and 4 had no symptom relief. She switched to program 3, increased from 0 volts to 3.5 volts, and felt slight stimulation. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.